Manufacturer narrative:
Unit received with button error alarm and had intermittent act and up buttons response due to moisture damage keypad traces. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm while driving. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.